Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, x-ray imaging was provided showing that one of the screws migrated out of the plate post-operatively. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: use of the screw hole preparation instruments including the fixed or variable drill guides, all-in-one drill guides or punch awl with sleeves is required to place screws in the proper trajectory, help prevent damage to implants, difficulty locking the blocker, or locking mechanism malfunction. If self-drilling screws are used, use either the punch awl with a sleeve or a drill bit and drill guide to center and direct the pathway of the screw. Note: using the punch awl is strongly recommended when self-drilling screws are used, as it helps to provide an optimal screw trajectory. Do not cantilever the guide during removal from plate as it can damage locking mechanism. When screws are fully inserted within the allowed range of angulation, the spring bar can then expand over the screw head. The procedure will not restore function to the level expected with a normal, healthy spine, and surgeons should counsel patient to not have unrealistic functional expectations. Patients who smoke have been shown to have an increased incidence of non-unions. Such patients must be advised of this fact and warned of the potential consequences. Per the surgical technique guide, the aviator system is indicated for temporary stabilization of the anterior spine during the development of cervical spine fusions. The patient fused therefore implant fulfilled its intended use.

Event description:
It was confirmed via x-ray that an aviator screw backed-out of an aviator 3-level plate with a deformed locking mechanism post-operatively. The patient has been revised, the screw was removed while the plate remains implanted. This record represents the plate.

Manufacturer narrative:
Device remains implanted.

Event description:
It was confirmed via x-ray that an aviator screw backed-out of an aviator 3-level plate with a deformed locking mechanism post-operatively. The patient has been revised, the screw was removed while the plate remains implanted. This record represents the plate.